Event description:
The customer reported that when cauterizing bleeding vessels on faschia during a c-section, flames came out of pencil tip. There was no patient injury. The generator was set a 40 cut and 40 coag. A nasal cannula was in use.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The site has indicated that the incident sample is not available for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.